Manufacturer narrative:
The technician found the mattress top cover was soaked through and could not be cleaned. He ordered a new mattress topper for the account to repair the bed.

Event description:
The account stated that the patient bled out in the bed this morning and the blood soaked through the ticking into the mattress bladder.